Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/24/2014 to present date 10/05/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received channel error code 200.5040 after trying to downgrade operating software. No patient involvement was noted.